Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d5: operator of device. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes no malfunction based on complaint information it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot number 6015523 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 and was treated with the pump.